Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient, who was diagnosed with uremia, underwent a semi permanent hemodialysis catheter placement procedure in the right internal jugular vein. During catheterization, a guidewire was advanced through the puncture needle. The guidewire could not be advanced and became coiled within the needle. Upon withdrawal, the guidewire tore. The physician then switched to a hydrophilic guidewire, but it also could not be advanced. After replacing the puncture needle, the guidewire was successfully inserted. There was no reported patient injury.